Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator pr2 and pr3 regulators are having issues. When he presses the respiratory button the unit will pressurize but as soon as he lets go of it the unit will not hold any pressure at this time, there is no information regarding patient involvement associated with the reported event.